Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy during advancement causing the reported failure to advance and subsequent material deformation (mangled distal stent struts). During removal the device interacted with the difficult anatomy causing the reported difficulty to remove and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to a lesion in the heavily tortuous circumflex coronary artery. The 3.5x15 mm xience sierra stent delivery system (sds) failed to cross the target lesion due to the anatomy. Resistance was met with the anatomy during removal and the stent dislodged from the delivery system. A snare device successfully retrieved the stent and it was noted that the distal stent struts were mangled. There was no adverse patient sequela or a clinically significant delay in procedure. The procedure was successfully completed with two 3.0x8mm sierra stents. No additional information was provided.